Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information was inadvertently not included on the previous medwatch. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
This event has been reported to northern ireland affairs committee (niac) by the customer. Due diligence has being performed for this event. Customer provided available information. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, during the middle of the therapeutic total laparoscopic hysterectomy (tlh) procedure, the device probe tip broke off and fell into the patient body. The user located the broken piece, which was then removed from the patient body with a laparoscopic instrument. The procedure was completed with a new device of the same model number without any delay. There is no harm or adverse impact to the patient. The functional mode and settings at the time of the event were seal and cut 1:3. The device was inspected prior to use with no anomalies noted. The user is experienced in the use of the device and the event was not expected to happen.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe was broken and the probe's breakage started at the area where the cracks developed. There was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. The rear end of the tissue pad was worn out. There was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. Additionally, the coating of probe was partially peeling. However, the definitive root cause of the damage could not be determined. It is possible that the probe came into contact with hard tissue, metal, or a surgical instrument and scratched the probe, the probe received a load when grasping tissue, or excessive load. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.¿ olympus will continue to monitor field performance for this device.